Event description:
It was reported that postoperatively to a lap bowel resection procedure, the surgeon used a scope to visualize the anastomosis and noticed a stapler either malformed or cut from the distal staple line. It was reported that the leak test was negative and the patient was doing well. It was reported that all firings went well. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. How was the issue addressed? Since no leak identified and anastomosis appeared intact, no further action taken 2. Was there a patient consequence? No evidence of leak or complication. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No change in post of care done. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2025. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a circular staple line on the tissue and one staple can be seen protruding and the staple appears to be in box form instead of b form. However, since the staple legs could not be observed, it could not be determined whether the staple met the staple release criteria. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.